Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat hip pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. The patient was seen several times over the subsequent year for regular follow-ups with no reports of any issues with the nalu system. In (B)(6) 2025 a nalu representative was notified by the medical clinic that the patient had reported development of a rash on the skin over the distal end of the implanted leads. The patient was advised to stop using the system to see if the symptoms would resolve. The symptoms remained even with the system not in use and on (B)(6) 2025 a full system explant was performed.

Manufacturer narrative:
There are no known medical or health issues present that may have caused the patient's symptoms. There is no known history of the patient having any reaction to or rejection of medical products. The skin irritation appeared directly over the distal end of the implanted leads and nowhere else on the patient's body, including the location of the adhesive clips that hold the nalu external components in place. The patient reported receiving good therapy from the system prior to explant and the system had been in use for more than a year before the symptoms began. Cause of the patient's skin symptoms is unknown and unable to be determined with the information available.